Event description:
It was reported that prior to starting a da vinci surgical procedure, it was identified that the tips on the pk dissecting forceps did not meet. There were no missing or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's grips tips to be bent. One grip was bent which caused side to side misalignment of grips. There was a .060 offset at the tips which indicated overloading at the tip. Electrical continuity passed. Failure analysis concluded that the damage may be due to mishandling/misuse. Failure analysis investigation also found the following damages: the instrument's pitch cables was found to be frayed at the distal clevis hub. No damage was found at the clevis. The distal pulleys had scratch marks/abrasions. There were scratches on the surface of the distal pulley. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the frayed cable found during failure analysis if to recur could cause or contribute to an adverse event.